Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
There was no allegation of a product malfunction; however, a product malfunction was indicated by the request to replace the display. There was no pt involvement.